Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the kidney during a uteroscopy procedure performed on an unknown date. During the procedure, the sheath was stiff and it was also noted that the distal part of the device was broken. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Device code a04 captures the reportable event of tip of the device was broken.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the kidney during a flexible ureteroscopy procedure performed on an unknown date. During preparation, the sheath was stiff and it was also noted that the distal part of the device was broken. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 12, 2023: it was clarified that the sheath was not damaged instead the locking tab of the inner dilator broke off from the rest of the device. Note: a photo submitted by the customer shows the locking tab of the inner dilator detached from the rest of the device.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 03/01/2023 based on the date the manufacturer became aware of the event. Block h2: additional information: block b5 (describe event or problem), d4 (lot number, expiration date), and h4 (manufacture date) have been updated based on the additional information received on april 3, 2023, and april 5, 2023. Block h11: correction: imdrf device code has been updated to a0401 to capture that this event will no longer be reportable. Corrected content in block a3 (sex), b5 (describe event or problem), e1 (initial reporter title) and h10 (additional MFR narrative ).